Event description:
Discordant, falsely low complement component 3 (c3) results were obtained on four patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on another dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low c3 results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that c3 quality controls resulted out of range. The customer performed a patient look back from the last time qc was in range, and discovered the discordant results. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced a faulty sample 1 mixer. The cse ran diagnostic tests, calibrations and qc, all resulting as expected. The cause of the discordant, falsely low c3 results was due to a faulty sample 1 mixer. The instrument is performing according to specifications. No further evaluation of the device is required.